Event description:
Customer reported that she experienced calibration errors and the sensor readings were not accurate. Customer stated that she is not currently wearing a sensor and she hasn't worn any in two weeks. Customer stated that she had high differences between the sensor glucose reading and the blood glucose value. She stated that the insulin pump kept alarming for low predict glucose during the night. The sensor glucose was reading 75 mg/dl and blood glucose was 275 mg/dl; customer treated with insulin. Customer had high blood glucose due to eating too much and having a lot of stress. Customer was advised she could be laying on the sensor causing the low predict alert. She stated she doesn't sleep on her stomach. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.